Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one (1) unknown medial humeral plate. Part and lot numbers were not provided for reporting. Other number¿UDI: unknown part number, UDI is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that unknown medial and lateral distal humerus plates were removed from a patient on (B)(6) 2017 due to plate prominence. The patient is thin and the plates felt prominent. The plates were removed intact and with no parts left in the patient. The fracture healed and no new hardware was implanted. The procedure was successfully completed. This report is for one (1) unknown medial humeral plate. This report is 1 of 3 for (B)(4).